Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing separated from the tubing connector while sleeping. The site location was right side of abdomen and the pump was also on the right side. The infusion had been in use for one day and infusions were stored on the night stand. There was no stress or pull on the tubing and the pump was dropped with the set connected to the patient's body. No further information available.